Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was unable to duplicate the reported issue. The customer was provided with a ac power adapter. After observing proper device operation, the device was returned to the customer for use. The cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device loses power unexpectedly when connected to the ac power adapter. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker downloaded the device's electronic records from the event for review and was able to verify the reported issue.

Event description:
The customer contacted stryker to report that their device loses power unexpectedly when connected to the ac power adapter. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.